Event description:
Event description guidant received information that this right ventricular transvenous lead was exhibiting noise on the rate/sense channel resulting in inappropriate shock delivery. The pacing impedance measurements were noted to be low and pacing threshold were high. No adverse patient symptoms were reported.